Event description:
Several power on reset (por) conditions were reported. Stimulation initially had turned off twice by itself, and the pt programmer was then used to turn it back on. On the third and fourth episode of the issue, the por condition was displayed and the battery was noted at 1/2 full. Upon the sixth episode, the por condition was displayed this time on both the device and the pt programmer, with the battery at half charge. A company rep cleared the por. The pt's status / outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).